Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using a tandem t: slim x2insulin pump at the time of the event. According to the patient, on (B)(6) 2026, at approximately 10:00 am, the patient experienced dizziness, sweating, and disorientation. The cgm displayed a ¿high¿ glucose reading, which prompted the insulin pump to deliver insulin. With assistance from his wife, a confirmatory fingerstick blood glucose (fsbg) was obtained and measured 34 mg/dl. In response, the cgm was removed, and the patient was treated with juice for hypoglycemia. A new sensor was subsequently inserted; however, after the warm up period, the cgm again displayed ¿high¿ while a repeat fsbg measured 61 mg/dl. Due to continued discrepancies, the patient inserted a third sensor, which he reported provided readings that appeared more accurate and within an acceptable range. Cgm values are between 120¿150 mg/dl and within 20% of fsbg. The patient was unable to provide comparison. Following treatment and sensor replacement, the patient reported feeling tired and sleepy and chose to rest. Since the incident, he began monitoring his blood glucose using fingerstick measurements. No other details were provided. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values taken by family member when the patient started feeling symptoms fall within the e zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.